Event description:
Provider states the unit will power on run for a few minutes,alarms then shuts down 11349 hours.. Provider states unit is a rental, no property damage or injury alleged. No further information provided.